Manufacturer narrative:
The field service engineer (fse) instructed the customer via telephone to troubleshoot on 01/04/2016. The fse asked the lab tech to inspect the tubing from the syringe to the cgm (specific gravity, color, and clarity module), specifically on the cgm side, to check if the tubing was tight. The fitting for the tubing was loose, so he advised the customer to tighten the fitting. The repairs were verified per established laboratory procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported control failures for multiple analytes (false low) and a contained leak was observed within the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.